Event description:
It was reported that during a ptca treatment procedure the maxxum balloon ruptured at 14 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified and 90% stenotic lesion in a tortuous proximal rca. The maxxum balloon catheter was removed and replaced with another maxxum balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.